Manufacturer narrative:
The customer did not return the suspected contour next link meter for evaluation. In-house testing could not be performed as the lot # of the test strips associated with the event has expired. Additionally, since the serial # of the meter was not provided, the device history record could not be reviewed.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next link meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The customer did not provide the serial # of the contour next link meter associated with the event, therefore, no information was captured in section d4, and the device manufacture date (h4) could not be determined.